Manufacturer narrative:
(B)(4). G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, while implanting the liner, it was not able to be assembled with the shell. A new liner was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.